Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to crossover of the cylinders identified in clinic. During the procedure, the physician was reimplanting the cylinders, when there was perforation of the corpora, so the left cylinder was removed, and the remaining system was capped. There were no additional patient complications reported.